Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported the pt was implanted with a sparc sling system on or about (B)(6) 2002 to treat her "uterine prolapse." The pt experienced mental and physical pain and suffering, erosion of the mesh into her urethra and other internal bodily tissues, urinary urgency void dysfunction, dyspareunia, and permanent injury.